Event description:
It was reported that intermittent malfunction alarms occurred. Tandem technical support directed the customer to reset the pump to resolve the issue. Multiple follow up attempts were made to gather more information but no response from the customer was received. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.